Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg is unable to communicate with the charger. A replacement charger was tried to no avail. The patient reportedly has not charged the ipg for a long time. Surgical intervention is planned to address the issue.

Event description:
The patient's ipg was explanted and replaced which resolved the patient's issue.